Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending data for the alinity I free t4 assay did identify an increase in complaints. Additionally, an increase in complaint activity was identified for reagent lot 61390ud00. However, testing was performed utilizing retained kits of lot 61390ud00. All testing passed indicating the reagent lots are performing as expected. Device history record review did not identify any non-conformances, potential non-conformances, or deviations associated with lot 61390ud00 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on our investigation, no systemic issue or deficiency with the alinity I free t4 for reagent for lot 61390ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I free t4 for one patient that was not reported out of the laboratory. The following results were provided (reference range 0.70 to 1.48 ng/dl): 07jan2025, sid (B)(6), initial free t4 result >5 ng/dl; repeat result >5 ng/dl; 08jan2025, repeat result on analyzer (B)(6)= 1.31 ng/dl. There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated alinity I free t4 for one patient that was not reported out of the laboratory. The following results were provided (reference range 0.70 to 1.48 ng/dl): (B)(6) 2025, sid (B)(6), initial free t4 result >5 ng/dl; repeat result >5 ng/dl; (B)(6) 2025, repeat result on analyzer (B)(6) = 1.31 ng/dl. There was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section a1: patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.